Manufacturer narrative:
Date received by manufacturer: 10jul2019. Date of report: 07aug2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer stated the error codes were created by a tubing issue. Once the tubing was corrected, the issue was resolved. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/17/2019. The customer reported unit alarming. The device was not in use at the time of the reported event. Therefore, there was no patient involvement.

Event description:
The customer reported unit alarming. The device was not in use at the time of the reported event; therefore, there was no patient involvement.